Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture and color modification of the right prosthesis. Capsular contracture stage 2 shell of the right prosthesis" via regulatory agency. This record is for the right side. Device was explanted and is unknown if it was replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d1, d2, d4, d6a, g2, g4.

Event description:
Healthcare professional reported "intracapsular rupture and color modification of the right prosthesis. Capsular contracture stage 2 shell of the right prosthesis" via regulatory agency. This record is for the right side. Device was explanted and is unknown if it was replaced.